Manufacturer narrative:
Follow-up (B)(6) 2016: customer reported that they contacted their health care provider who instructed the customer to program an increased temporary basal insulin rate. Reportedly, customer's blood glucose levels have been in target range since making the change. The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 435 (mg/dl). Customer changed infusion set and administered multiple boluses to treat bg levels; however, bg levels only decreased to 305 (mg/dl). System check with tandem technical support indicated pump was performing as intended. Reportedly, customer believes that their insulin may have been exposed to high temperatures for 12 hours. Additionally, customer uses humalog insulin and reportedly changes cartridge every 3 days. Customer was reminded that humalog is indicated for use of up to 48 hours, and recommendation was made to consult with health care provider to discuss diabetes management.